Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred while customer was in flight on an airplane. Reportedly, the customer was unable to clear the alarm. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer reverted to using manual injections for insulin therapy.